Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a da error was observed upon interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). This error is benign and will self-correct. No impact to the patient or the device performance.